Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for malposition valve embolizes into ventricle was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. The imaging evaluation revealed procedural related issues (lack of leaflet capture, interaction with sub-valvular anatomy), patient factors (two rv ICD leads, two prominent papillary muscles, repaired tetralogy of fallot) and imaging related issues (sub-optimal imaging and shadowing, requiring ice) may have contributed to the event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Event description:
As reported by the edwards lifesciences affiliate in the united kingdom, final valve deployment height was suboptimal and on post-operative day (pod) 6, the evoque valve was explanted. Edwards received notification of an evoque valve in tricuspid position where the final evoque valve deployment height was suboptimal (lower than the ideal height). Due to issues with gaining anchor height, the valve frame seemed to be compressed (oval shape in left anterior oblique (lao)). On imaging, the anterior anchors were visually lower in comparison to posterior anchors. It was also visible that there was still some space between the anterior hinge point and the anchor heads. Post procedure, there was at least moderate transvalvular leak and mild paravalvular leak. Additionally, the regurgitation was reduced to moderate from torrential. On pod 6, the patient had surgery to explant the evoque valve and implant a surgical tricuspid valve (tv). As per medical opinion, "the perceived root cause could be that the anterior anchors could have been prevented from being raised by the ICD leads, but it is difficult to accurately pinpoint the root cause."

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.